Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. After multiple hours of testing, no errors occurred. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the errors "e212" and "b40" occurred. This report is submitted due to the reported malfunction of "b40" error. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6years since the subject device was manufactured. Based on the results of the investigation, the problem was not reproduce, therefore a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The problem, as reported to olympus, occurred during a procedure. The intended procedure was completed using a similar device. There was no delay in procedure associated with the problem reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.